Event description:
It was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance and noise oversensing causing pacing inhibition. Lead abrasion due to age was suspected. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.